Event description:
The customer received a high out of range control result of 191 mg/dl on the contour next ez meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The issue was resolved during the call. Product is not expected to be returned for eval. Extra strips were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.